Event description:
It was reported that lead dislodgement was observed during post-op testing after the implant. The lead was revised and remains implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).